Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration due to infection resulting in fixture loss. The patient was reimplanted with another device (date not reported).